Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a dislodged cable crimp from the yaw pulley. The yaw cable crimp is still installed on the cable. No missing fragments were observed. The yaw cable crimp is not properly seated within the yaw pulley. The distal pulleys show abrasion and scratches caused by the derailed inclination cable. As result of the dislodged cable crimp, the pitch cable derailed from its normal position at the distal end idler pulley. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument did not move. During use, the instrument lost movement. The procedure was completed with no reported injury.